Event description:
Broken rongeur broke while using on patient. Additional information was received by the customer on (B)(6) 2011. The instrument fell apart while surgery was being performed on (B)(6) 2011. As a result, the surgery was delayed by 25 minutes in order for the surgeon to retrieve part of the instrument from the patient. There was no additional harm caused to the patient as a result of the incident. The instrument was examined prior to use and no issues were identified. The customer indicated that their sets are examined routinely and the instrument could have been repaired. They have many sets with this instrument so there is no way to document when it was purchased or repaired.

Manufacturer narrative:
(B)(4). Device evaluation: a complaint sample was provided for evaluation. The cushing rongeurs are manufactured by one of carefusion's suppliers. Evaluation by the supplier found that the upper jaw was broken off at the base of the jaw where it is connected at the rivet. The remaining lower jaw has many nicks and gouges out of the cutting edge. The area where the breakage occurred is very jagged and does not have a clean break. There is no rusting in or around the break area. The instrument is extremely dull and scratched up and appears to have been used a lot. The instrument was sent for complete material/manufacturing evaluation. The evaluation of the complaint product found no material or manufacturing defects. The damage to the instrument may have been due to overstressing the instrument during its use. Based on the examination of the instrument, there is no indication that the design, material, or manufacturing process has given cause for any corrective or preventive action to be taken.

Manufacturer narrative:
(B)(4). A complaint sample was received by the customer and forwarded to the manufacturer for evaluation. Evaluation of the instrument has not yet been completed by the manufacturer.